Event description:
Proximal end did not engage. Manufacturer response for stapler relaod, (brand not provided) (per site reporter) received analysis letter. Per manufacturer, the reload was not properly loaded in the device.